Event description:
Additional information indicates that lidocaine infusion was added and medications were optimized.

Manufacturer narrative:
Additional information has been provided in b5 (event description) and UDI (d4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
32-year-old male patient with stage d cardiogenic shock on ECMO as the primary support device, implanted with impella cp via the left femoral artery for left ventricular unloading. Patient experienced runs of ventricular tachycardia, which resolved after receiving a shock. On day 7, ECMO was decannulated, and impella cp therapy continued. On day 9, patient was not progressing and care was withdrawn. The death is most likely contributed to patient's initial critical clinical presentation.

Manufacturer narrative:
H6 codes have been updated.

Manufacturer narrative:
B1. Brand name corrected. D4. Catalog and serial corrected.

Manufacturer narrative:
Ppae (arrhythmia) : the root cause of the injury was not determined due to insufficient clinical details.